Event description:
Possi-acinetobacter & mycobacterium fortuitum - (B)(6) female was admitted to center on (B)(6) 2018 for insertion of pain pump hydromorphone 20 mg/ml. Received medication compound care rx plus lot # 10282018@5. Surgeon notified center on 02/21/2019 via infection / complication survey of the following issue. Pod #31 pt was admitted to (B)(6) hosp for low grad fever and stiff neck. Pt started on vi abx and taken to the operating room the next morning for removal of the pain pump. Pt discharged on (B)(6) 2018. Pt readmitted on (B)(6) 2018 for fever and pancytopenia related to IV abx usage. Wound vac placed and abx changed. Pt discharged to home on (B)(6) 2018. Pt readmitted on (B)(6) 2019 for probable mycobacterium meningitis. Pt discharged on (B)(6) 2019. Pt readmitted on (B)(6) 2019 for fever and headaches. Pt had several lumbar punctures, evd placement, craniotomy with cerebellar tonsil biopsy. Multidisciplinary team decided that she should be transferred to (B)(6) and was transferred on (B)(6) 2019.